Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with mr increasing to 4 was due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3: date of event is estimated.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip ntw was implanted without issues. The mr was reduced to trace. Roughly five weeks later, the patient returned to the hospital and echocardiography showed the implanted clip detached from the posterior and remained attached to the anterior leaflet (single leaflet device attachment / slda), causing mr to increase to a grade of 4. On (B)(6) 2023, a second mitraclip procedure was performed to stabilize the slda. Two mitraclips were implanted medially and laterally to the previously implanted, reducing mr to a grade of 1. No additional information was provided.